Event description:
Analysis of the explanted stent graft has been completed. It is not known why the stent graft occluded. Aortic endograft limb thrombosis is a known endovascular complication of infrarenal abdominal aortic aneurysm.

Event description:
A 25 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.3 cm abdominal aortic aneurysm in 2001. The right common iliac artery was reported to be mildly aneurysmal and the iliac arteries were reported to have a 90-degree bend at the aortic bifurcation. The patient has a history of previous inguinal hernia repair, hypertension, chronic back pain, carotid syndrome, hyperlipidemia, renal insufficiency, and past cigarette abuse. No endoleak as reported at the conclusion of the implant procedure, and no complications were reported. At follow-up visit in november 2001 demonstrated no changes in stent graft appearance and no evidence of endoleak with a decrease in aneurysm diameter to 4-4.1 cm. In may 2002, the patient presented with burning and cramping in their left leg. The patient's ankle index had decreased to 0.41 compared to 1.12 in their right limb. A computerized tomography (CT) scan revealed that the left limb of the stent graft was occluded. The physician stated that the patient did not have limb-threatening ischemia, and the patient refused any treatment at that time. On may 20, 2002, the patient returned for another follow-up with some improvement; however, the thigh claudication persisted, and the patient still refused treatment. No femoral pulse was noted on the left leg, but coloration of the lower extremities was symmetric. In september, 2002, a follow-up with some improvement of the claudication in the left leg and difficulty palpating femoral pulses in both legs. The left ankle pressure index was 0.45, and the right ankle pressure index had decreased to 0.93. The patient was scheduled for a CT scan in 2002. In 2002, the patient presented with sudden onset of pain and coolness in the right leg. Non-invasive testing revealed acute occlusion of the right limb of the stent graft. Angiography was performed to confirm the diagnosis, and a catheter was placed in the bifurcated stent graft and right limb for tissue plasminogen activator (tpa) thrombolysis. Angiography performed on october 3, 2002 demonstrated persistent occlusive thrombosis of the bifurcated stent graft with occlusive thrombosis of the left limb and partial thrombosis of the right limb. No antegrade blood flow was demonstrated through the stent graft. The right external and internal iliac arteries were patent but demonstrated stagnant blood flow. Aortic occlusion was also reported. The tpa infusion was discontinued because of a fibrinogen level of 40 mg/dl, and the decision was made to explant the device and convert the patient to open surgical repair of the aneurysm. During the explant procedure, thrombectomies were performed on the right femoral and iliac arteries. A sheath and an embolectomy catheter were inserted into the proximal part of the stent graft. The physician reported that there was a narrowing in the proximal part of the stent graft; therefore, the area was balloon angloplastied. Angiography demonstrated continuous flow through the graft into the groin; however, there was no audible doppler flow into the foot in response to the restoration of flow, indicating that the ischemia had not been resolved. There was no evidence of blood flow in the aneurysm and it was reported that the aneurysm was well excluded. It was reported that no kinks were noted in the stent graft. There was no evidence of inflammation or calcification in the sealzones, but there was evidence of thrombosis. The proximal and distal parts of the stent graft were firmly attached to the vessel, but the mid body came out easily from the aneurysm contents. A dacron graft was anastomosed to the proximal aorta and the common femoral arteries. The patient was taken to the intensive care unit in stable condition. The patient is reported to be fine. The explanted stent graft has been received, and its analysis is pending.